Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was noted as non-malignant pain and failed back surgery syndrome. It was reported the patient experienced fibroma formation at the tip of the catheter. The fibroma formation was noted by the previous provider. Troubleshooting performed included a magnetic resonance imaging (MRI) of the catheter. Actions/interventions taken to resolve the issue included changing the concentration of the medications. The date of the event was unknown. No further information was provided. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.